Manufacturer narrative:
Visual inspections were performed on the returned device. The unraveled knot was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The suture was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an venotomy closure of the right common femoral vein was attempted using a proglide device with a 7f sheath after an ablation procedure. Reportedly, the suture was harvested as usual. While pushing the knot down to tighten, the knot unraveled. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.